Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; high out-of-range right ventricular (rv) lead shock impedance measurements were also observed beginning several weeks prior to the code 1003. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was later performed at which time the device was found to have entered safety mode upon interrogation. The device was explanted and the rv lead capped and surgically abandoned; a new system was then implanted. No adverse patient effects were reported.